Event description:
The customer reported that the system exhibited 'pre-charge errors' upon system start up. This error is likely to prevent the system from booting to a usable state. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The charging assembly and mainframe batteries were evaluated and replaced. System software was also checked and reloaded. The system was tested and found to be working as intended and returned to service.